Event description:
It was reported that the patient presented for a post-implant device evaluation due to loss of capture on the right ventricular (RV) lead. During the evaluation, an X-ray revealed that the RV lead had dislodged and exhibited decreased sensing amplitudes. During the RV lead repositioning procedure, the RV lead could not be implanted into the myocardium. The steroid material of the RV lead became exposed at the screw tip, preventing further helix deployment. The RV lead was explanted and replaced with a new RV lead. No adverse patient consequences were reported.